Manufacturer narrative:
Received one new list# am6109, 10" smallbore ext set w/6-port nanoclave® manifold, check valve, clamp, rotating luer. No physical damage or other anomalies observed. Cannot confirm customer complaint of "one of the ports was completely broken off". A probable cause cannot be identified based on the information that has been provided. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaints.

Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
It was reported that a 10" (25 cm) smallbore ext set w/6-port nanoclave® manifold, check valve, clamp, rotating luer was found to have leaked during patient use. It was stated in the report that they utilized six port manifolds for continuous intravenous (IV) infusions on patients. Manifold running with multiple inotropes to support the patient's hemodynamics. Bedside they were reviewing lines and noted the bed to be wet where the manifold was laying. When the manifold was inspected, one of the ports was completely broken off and lying in the bed. There was no patient harm reported.